Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads alerted for a polarity switch and measured high impedance. The leads were reprogrammed back to bipolar. The patient will continue to be monitored. It was noted that the leads were implanted after the used before date. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).